Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the malfunction. The log showed a power-on delay with the k8 valve. The fse replaced the drive manifold assembly (0104-00-0031). The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported during the use of the equipment, the cardiosave intra-aortic balloon pump (iabp), that an abnormal noise from the equipment was found to be too loud. No harm was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter and event site telephone). Due to character limit in block e1 (event site telephone): (B)(6).

Event description:
N/a.